Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported and was questioned by a nurse. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced sample probe 1 and reagent probe 2. The cse cleaned the drains and performed precision testing and results were within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cse has advised the customer not to use short spin times. The cause of the discordant, falsely low vancomycin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.